Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6fr angio seal device was returned to terumo medical corporation for product evaluation. The returned sample included carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated with no damage or issues noted. Functional testing was performed by inserting the assembly over a guidewire to check for any issues with component mating. The assembly was able to pass through the guidewire without any issues. The complaint could be confirmed for insertion difficulty of the sheath and locator. The exact root cause could not be determined. The likely cause was determined to have been the determined to have been resistance felt due to insufficient angulation of the device during insertion into the patient artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locator/insertion sheath assembly was attempted to be inserted over the guidewire into the artery, but the assembly was unable to enter the artery. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was elective percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. There were no other devices or equipment used with the reported product.